Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting off. The customer's blood glucose (bg) level was 520 mg/dl. Customer administered a manual injection to address bg. Customer reverted to an alternate method of insulin therapy.